Event description:
Rptr states, pt had a total knee replacement one yr ago. The insert screw loosened and then backed out of the baseplate. Revision surgery was required to revise the tibial insert and screw. A new insert and screw of the same dimensions were implanted.

Manufacturer narrative:
Howmedica has determined that this event requires a 5-day report. This determination was made 11/11/97.